Event description:
It was reported that a intellanav mifi open-irrigated was selected for a procedure. During catheter preparation outside the patient, the irrigation tubing on catheter handle leaked during high flow purge. Upon inspection the tubing appeared to have a 'pinhole' out of box. The catheter was replaced and the procedure was completed with no patient complications being reported.

Manufacturer narrative:
Visual inspection of the device showed the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported that a intellanav mifi open-irrigated was selected for a procedure. During catheter preparation outside the patient, the irrigation tubing on catheter handle leaked during high flow purge. Upon inspection the tubing appeared to have a 'pinhole' out of box. The catheter was replaced and the procedure was completed with no patient complications being reported.